Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf), which required the delivery of two shocks; however, the ICD did not terminate the vf after the two shocks were delivered. Additionally, the health care professional (hcp) decided to perform a defibrillation threshold (dft) test. This ICD remains in service. No additional adverse patient effects were reported.